Event description:
As reported by the user facility: model # unk, lot # unk, free flow complaint of bbraun pump. Pump sent to biomed. Could not duplicate complaint, checked calibration per manufacturer's recommendations. Returned devices to svc. No harm to pt. Please refer MFR report # 9610825-2013-00184.